Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred and the sensor board needed to be replaced to address the issue. The device was not in patient use. After the sensor board was replaced to address the issue, additional "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board needs replaced to address the issue.